Event description:
It was reported that the uniperc tracheostomy tube cuff had a leak. No serious injury was reported in connection with this incident.

Manufacturer narrative:
One portex® uniperc® tracheostomy tube was received for analysis in used condition. Under visual inspection it was noticed that on tube body there is a plastic wire which is not part of our product. During the manufacturing process, the devices are 100% tested for inflation, which involves inflating each device cuff and leaving for a 12 hour period. Reductions in pressure over this time are considered a failure. The inflation test was repeated on the sample. After the 12 hour period the cuff was still fully inflated. Then the sample was submerged in water and the tracheostomy tube cuff was inflated using a syringe filled with air. No air leakage was observed. The device history record was not performed because no fault was found.